Manufacturer narrative:
Product analysis #(B)(4):verified customer complaint that compressor was loud. Top cover was removed to check for internal issues prior to powering on the compressor. It was observed that one side of both handles were slightly loose and the noise suppression foam had been removed from the top cover. No damage was observed on the pump. Ac power was connected and unit was powered on and started running. A slight ra ttling noise was observed. Further inspection found the bottom of the unit was bent at the corner, and the pump mounting plate was bent on one side with a mounting screw not secured.

Event description:
It was reported that the compressor was loud and rattles. Patient involvement information was not provided by the customer. Device information was not provided. The compressor to be returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the compressor was loud and rattles. Patient involvement information was not provided by the customer. Device information was not provided. The compressor to be returned.